Manufacturer narrative:
(B)(4). This report is being submitted based on initial information and information from investigation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01567. Concomitant product(s): taperloc porous lat femoral 10x140 catalog#: 11-103204 lot#: 902300. M2a-magnum pf cup 52odx46id catalog#: us157852 lot#: 530320. M2a-magnum modular head sz 46mm catalog#: 157446 lot#: 310900. Reported event was confirmed through review of medical records. Design history records was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patient¿s legal counsel that patient was revised approximately 10 years post-implantation due to pain, fluid collection, leg length discrepancy, and elevated metal ion levels. Operative report further notes metallosis about the synovium, mild corrosion of the trunion of the femoral head and periarticular fluid collection. The femoral head was removed and replaced and a dual mobility bearing was implanted. Attempts have been made and additional information on the reported event is unavailable.